Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reason for return could be verified. The filars of the sensing coil was fractured close to the crimp sleeve to the connector ring. This was as a result of fatigue. This damage could cause the reported inappropriate shocks. All other damages in the returned parts occured in the field.

Event description:
The device was interrogated and several episodes of noise with inappropriate therapy were found, via review of egms. Lead was explanted and replaced.